Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient experienced palpitations, shortness of breath and diaphragmatic stimulation. The atrial lead was dislodged. The lead was successfully repositioned on (B)(6) 2009.